Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised force sensors system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call that they experienced loose drive support cap. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.